Event description:
Caller reported occlusion errors in their device. There was no reported impact to the customer¿s blood glucose level. The patient declined additional troubleshooting, and technical support documented the issue, closed the case, and decided no further action was required, while adding the original email to the notes.